Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was recently hospitalized due to a non-diabetes related infection. Blood glucose level was 195 mg/dl at the time of the call. No further information was provided.